Event description:
A malfunction was reported, characterized by the error code [16-0x20e6], with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent to the customer, who was informed about the need for replacement and provided with storage mode instructions for the new pump. The pump was confirmed to be within its warranty period.